Manufacturer narrative:
The complainant alleged that the replacement carbide tips for the aez adhesive removing plier were dulling and breaking. There were no injuries associated with regard to this incident; however, it was alleged that in the past, due to the dull tips, patient's enamel have chipped upon removing the excess cement. There were no previous incidents reported by this complainant with regard to this product. The doctor repaired the chipped enamel during the same visit without further incident. The complainant was not definitive as to the number of patients affected; therefore, one (1) MDR is being submitted for the alleged serious injury.

Event description:
On (B)(6) 2011, a doctor alleged that the replacement carbide tips for the aez adhesive removing plier were dulling and breaking. There were no injuries associated with regard to this incident; however, it was alleged that in the past, due to the dull tips, patient's enamel have chipped upon removing the excess cement.